Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and reoperation.

Event description:
The following information was reported to gore: on (B)(6) 2015 a patient underwent treatment of a ruptured abdominal aortic aneurysm measuring 43mm with gore® excluder® aaa endoprostheses. On (B)(6) 2016 the aneurysm measured 66mm. On (B)(6) 2016 the aneurysm measured 66mm. On (B)(6) 2016 the aneurysm measured 50mm. On (B)(6) 2016 the aneurysm measured 44mm. On (B)(6) 2017 the aneurysm measured 44mm. On (B)(6) 2018 the patient underwent embolization of the sac with onyx glue. An aortogram was also done with selective catheter placement to address a popliteal artery aneurysm.

Event description:
The following information was reported to gore: on (B)(6) 2015 a patient underwent treatment of a ruptured abdominal aortic aneurysm measuring 43mm with gore® excluder® aaa endoprostheses. On (B)(6) 2016 the aneurysm measured 66mm. On (B)(6) 2016 the aneurysm measured 66mm. On (B)(6) 2016 the aneurysm measured 50mm. On (B)(6) 2016 the aneurysm measured 44mm. On (B)(6) 2017 the aneurysm measured 44mm. On (B)(6) 2018 the patient underwent embolization of the sac with onyx glue. The reported information indicates this was to treat a type ii endoleak. An aortogram was also done with selective catheter placement to address a popliteal artery aneurysm.